Event description:
Medtronic received information that following the implant of this transcatheter bioprosthetic valve, at an implant depth of 0-1mm on the non-coronary cusp (ncc) and 5-6mm on the left coronary cusp, mild paravalvular leak was noted. The physician chose not to perform a post-implant dilation due to a shallower depth on the ncc as well as the patient¿s hemodynamics was strong. Subsequently, the patient became unstable and manual compressions were utilized. It was noted the low blood pressure and the patient¿s hemodynamic instability were attributed to right ventricle perforation which was addressed and was likely due to the initial temporary pacer placement. It was noted the valve had slightly moved; aortic insufficiency was observed, and a second valve would be required. The physician noted that chest compressions may have contributed to the movement of the valve. A new valve was loaded onto a delivery catheter system. A second valve was implanted successfully. While leaving the valve implant procedure, the patient¿s blood pressure was lower; the anesthesiologist noted the valve implant procedure was not a contributing factor. The patient was transferred to intensive care unit for recovery. Two days post-implant, the patient died. The cause of death was not received. No further information was provided.

Manufacturer narrative:
Concomitant medical products: section d information references the main component of the system. Other relevant device(s) are: product ID: d -evolutfx-2329, serial/lot #: unknown, ubd: , UDI#: product analysis: the valve remains implanted and the dcs was not returned; therefore, no product analysis can be performed. Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation. Medtronic has requested additional information pertaining to this reportable event. If additional reportable information is received, a supplemental report will be submitted. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received which clarified the reported event. The rv perforation occurred while the patient was in the recovery ward following the implant of the first valve. When the patient left the cath lab, the patient was reported to be hypotensive, but not as a result of the valve. A pericardiocentesis was performed but patient was still hypotensive. When an echocardiogram was performed, it was then identified that the first had migrated aortically, and the patient appeared to have moderate to severe aortic insufficiency was a result. At this point the patient returned to the cath lab for the implant of the second valve.

Event description:
Additional information was received which confirmed that the right ventricle (rv) perforation was not noted until post-procedure, after the patient had left the room. A pericardiocentesis was performed as a result of the rv perforation. According to the physician, the perforation was a result of the pacer lead, and the delivery catheter system (dcs) did not cause or contribute to the perforation.

Manufacturer narrative:
The delivery catheter system (dcs) previously reported within d10 does not pertain to this complaint. The correct concomitant product is the replacement valve. Section d information references the main component of the system. Other relevant device(s) are: product ID: evolutfx-29; serial/lot: (B)(6); use by date 2024.10.11; UDI: (B)(4). Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Additional information was received which reported that details regarding the patient death were limited, however it was thought that the death was due to the moderate to severe aortic insufficiency. The patient was not able to stabilize on their own after CPR was performed.

Manufacturer narrative:
Conclusion: the device history record was reviewed and showed that this product met all manufacturing specifications for product released for distribution. No issues were identified that would have impacted this event. A medical safety technical assessment was performed, based on this additional information the assessment for the right ventricle peroration and valve dislodgement stand as originally assessed. Based on the additional information that the aortic regurgitation (ar) after valve dislodgment may have been a primary contributing factor in the patient's death, the death is assessed as unlikely related to the evolut fx valve and delivery catheter system (dcs). The ar was a result of valve dislodgment due to cardiopulmonary resuscitation (CPR) manual compressions which was needed due to the right ventricle (rv) perforation causing hemodynamic instability. Paravalvular leak (pvl) and central regurgitation are known potential adverse effects per the device instructions for use (IFU) and can be caused by a variety of factors, including valve positioning, patient anatomy, or presence of pre-existing patient conditions. In this case, the pvl was mild, but may have been due to the placement of the valve. The valve then dislodged, causing the regurgitation. The dislodge subsequently caused the central regurgitation. Potential factors that can influence a dislodged valve include tension applied on the dcs during positioning, calcification levels in the native vessel, and compliance of the aorta and native vessels. In this case, a conclusive root cause could not be determined from the limited available information. The valve could have dislodged during chest compressions; however, this cannot be confirmed. Dislodge events are typically not related to a device malfunction. Hypotension is a known potential adverse effect per the device IFU. It is an effect that is highly dependent on the patient's pre-procedural condition and can occur despite a normally-functioning device or model implant procedure. Hemodynamic instability can be the result of effects such as low cardiac output and hypotension, which are known potential adverse events per the device IFU. With the information available, a conclusive root cause cannot be assigned. It was reported that the low blood pressure and the patient¿s hemodynamic instability was attributed to right ventricle perforation which was addressed and was likely due to the initial temporary pacer placement. It was reported that the death was likely due to the moderate to severe aortic insufficiency. The patient was not able to stabilize on their own after CPR was performed. Patient death is a potential risk associated with the implantation of a bioprosthesis valve per the device IFU. A procedure- or valve-related death is an inherent risk when the patient condition is such that a transcatheter aortic valve (tav) is needed to sustain cardiac function, and it can occur despite an ideal implant procedure or device functionality. In this case, the cause of death was not provided, but it was reported to be cardiovascular in nature. Based on the limited information made available, a root cause cannot be assigned to the patient¿s death. No further action is recommended at this time. Updated: h6 medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.